Manufacturer narrative:
The pod returned was found to have internal corrosion. Investigation found a source of internal fluid leakage on the unexposed portion of the soft cannula during leak test. This internal leakage is the source of corrosion inside the device and contributed to failure in delivering insulin. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective (B)(6) 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 21. Mmol/l (378 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. A new pod was applied to treat the hyperglycemia.